Event description:
It was reported that ongoing occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer changed pump supplies and continued to use the pump for insulin therapy.